Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trays are delaminating on the inside and outside.

Manufacturer narrative:
Examination of the cases for product code 259807390 confirmed bracket delamination. A search of the complaint database for this product code found additional reports of bracket delamination. The root cause of the bracket delamination is unknown. The instrument cases are old, manufactured in 2008 and have been subjected to heavy usage which could be a contributing factor. Based on the low frequency of reported events of bracket delamination, no corrective action is being pursued at this time. Complaints will be monitored through post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.